Event description:
Healthcare professional (hcp) reports 2 pt reactions with the psn membrane. The incidents occurred on the pt's first and second exposure to the psn at the onset of the treatments. The pt experienced severe flank pain, restlessness and fluctuating blood pressure. At the time of the reported symptoms, the blood flow rate was reduced to 200ml/min and as symptoms improved, the blood flow rate was gradually increased to 250ml/min. The treatment was completed without incident. 2 days later, the pt experienced flank pain. At this time, the treatment was stopped and no blood was returned. The treatment was continued and completed on an alternate membrane and the symptoms resolved. With both incidents, no medical intervention was reported.